Event description:
It was reported that impedance testing was done and electrode 10 showed high values of greater than 10,000 in all combinations. No action was required as a result of the event. It was unknown what the cause of the event was or if the issue was resolved. The manufacturer¿s representative (rep) was unable to determine if the impedance issue was with the ins or which lead. Electrode 10 was not and is not in use. The patient experienced no symptoms and had no complaints. The patient was receiving effective therapy, was alive without injury, and no further action was planned.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754 serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).